Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, several attempts were made to position the lead without success. The lead was not implanted and a new lead was used. The patient is enrolled in the surescan post approval study. No patient complications have been reported as a result of this event.